Manufacturer narrative:
Pending device evaluation. 320-42-13 / sn: 4502063 - equinoxe reverse 42mm humeral const liner +2.5. 320-10-05 / sn: 4626208 - equinoxe reverse tray adapter plate tray +5. 320-01-42 / sn: 4061886 - equinoxe reverse 42mm glenosphere. 320-15-05 / sn: 4614860 - eq rev locking screw.

Event description:
As reported, this 67 year old, male patient had a right rtsa performed on (B)(6) 2016. Sometime between the original surgery and (B)(6) 2022 the patient was referred for a revision rtsa. The rtsa prosthesis was being revised because the torque screw attaching the tray to the stem broke causing the tray and liner to break completely from the stem. The surgeon was able to leave in the original stem and baseplate/screws as they were well fixated. The tray, torque screw, liner, glenosphere and glenosphere locking screw were replaced. The head of the torque screw was unable to be found in the patient with fluoroscopy. This event led to a 5-15 minute surgical delay/prolongation. The patient was last known to be in stable condition.

Manufacturer narrative:
H3: the revision reported may have been the result of incomplete seating/cross-threading of the reverse torque defining screw with the humeral stem and/or an unreported post traumatic event, which allowed the torque defining screw to back out and result in the reported disassociation of the humeral tray from the humeral stem.